Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address medial tibial pain. No surgical delay. Doi: (B)(6) 2021, dor: (B)(6) 2021; left knee.

Event description:
Additional information was received stating that the number on the insert was quite worn and that is the number I interpreted it as. I cannot access the lot number on that insert as it was discarded after the case. Loosening was not a factor in this revision. Having the option marked that loosening was a factor in the surgery must have been a mistake.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (device code).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.